Manufacturer narrative:
Investigation conclusion: a review of the DHR found that the lot met all release criteria. A review of complaint history did not identify any adverse trends. Root cause: unable to determine. Source: email.

Event description:
Customer reporting 6 false positive sars results when self-testing. Customer states the results were confirmed negative by other rapid antigen and pcr. Report 1 of 6.